Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced, and the right extension was explanted. The patient was prescribed oral antibiotics to address the issue.

Event description:
Additional information was received indicated the infection resolved.

Manufacturer narrative:
The infection resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.